Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.